Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot number 241001. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) needles were received for evaluation by our quality team. One (1) needle was observed completely clogged with the vial material and one (1) needle was observed partially clogged with the vial material. The cannulas did not present any defects in the cannula bevel that could have evoked the reported issues. Based on the provided information, we understand that the issue of coring needle is being reported. Material 303262 was created with a regular bevel in contrast to material 304622 which had a short bevel. The change in bevel requires a change in the way the needle needs to puncture the vial. Material 303262 with a regular bevel should penetrate the vial at a 45¿60-degree angle. This differs from the 90-degree recommendation for short bevel cannulas. Based on the preventive measures in place, we believe it is unlikely that this incident resulted from poor or insufficient du-burring of the cannula during manufacture. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 18x1-1/2 rb tw was coring. The following information was provided by the initial reporter translated from french to english: following my previous ar report concerning the dm ¿aiguille microlance 3¿, the problem of rubber coring was repeated with two needles from the same batch, from the handling of samples from two bottles of antibiotics - negaban eumedica laboratory (see photos in pj). These canulas are available for collection and analysis.